Event description:
The following has been reported: "on 1/15 brock gynonc pump s/n: 2317304959 started giving frequent "reload cassette" error every time the nurse tried to program the pump. No patient harm. I retested this morning. It will not allow programming and is still giving reload cassette error. Waiting for confirmation that pins and cassette sensor are clean. 1/18/2024 - from customer: I re-tested by loading a cassette. Initially, I received a "reload cassette" alert again. Action completed. I was then able to do a 10 ml test infusion." An initial review of the device logs reveals the following: mechanical hardware failure (vr decoupled). An active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
The complaint was flagged as a pump problem with a potential with log files indicating a mechanical hardware failure (vr decoupled) fault. Upon first visual observation, it was noted that the resistor drive coupler had a high amount of drag and was not returning to its home position when it was depressed. The resistor drive coupler would only return to its home position once the cassette lever arm was opened and then closed, physically resetting the resistor drive coupler. After cycling the cassette lever arm several times, a testing cassette was loaded into the device to attempt a final acceptance test. After several unsuccessful attempts, the pump was able to recognize the test set and a final acceptance test was performed to test functionality. The pump was able to pass testing, but further investigation was performed to determine the root cause of the initial complaint. The pump was disassembled to observe the internal functions of the resistor drive assembly. Upon disassembly it was observed that magnet holder was excessively hard to remove due to an overabundance of loctite. It was also noted that there was an excessive amount of loctite on the resistor drive coupler threads and down along the shaft of the component. Loctite residue was also found to be on the bearings of the resistor dive housing and compression spring. The excess loctite was removed, and then fresh loctite was reapplied on the resistor drive coupler threads; the magnet holder was then reinstalled to the resistor drive housing. The pump was reassembled, and another final acceptance test was performed to test functionality. The pump was able to pass testing with no errors occurring during the procedure. The root cause of failure can be attributed to an excessive amount of loctite from the magnet holder running down the shaft of the resistor drive coupler and causing a fouling of the mechanical movement of the entire assembly. The pump will be retested following all necessary functional testing.